Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick? Balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick? Balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: an fg maverick 2 mr, 2.50mm x 15mm, catheter was returned for analysis. A visual examination of the hypotube shaft identified multiple kinks. No kinks or damages on the shaft polymer extrusion. The balloon was returned in a deflated state. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination of the tip noted slight flaring. A leakage testing was performed using an encore inflation unit (tested before and after use with druck pressure gauge), the balloon was inflated to its rated burst pressure (rbp) of 14 atmospheres (atm) as per instructions for use. The balloon inflated fully and maintained pressure for 15 seconds, with no leaks noted. A vacuum was applied, and the balloon deflated fully with no resistance. The balloon was inflated to its rbp on three more occasions with no leaks noted. No other issues were noted during device analysis.